Event description:
The customer stated that her blood glucose readings contained a decimal point. The customer misinterpreted her readings, and as a result, was hospitalized for her readings. No other information was provided about the incident. The customer was able to reset the meter to mg/dl. No product will be returned.